Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blood leak from the sample tubing near the slide area of the coulter lh 750 slide maker. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced red stripe I-beam tubing and made multiple slides without error.